Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the ccd/us probe unit shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd/us probe unit. In addition, we confirmed that the bending rubber poor finish; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.